Event description:
Healthcare professional report home patient was diagnosed with peritonitis while using the homechoice cycler for automated peritoneal dialysis therapy. On 2/27/99, home patient presented to dialysis facility with cloudy effluent. Healthcare professional reports culture of effluent was taken and antibiotic therapy was initiated using vancomycin and gentamicin. According to healthcare professional home patient condition did not improve and home patient was hospitalized on 3/1/99. Culture of effluent revealed acinetobacter and leclercia adecarboxylata, and antibiotic therapy was changed to ancef as a result. Healthcare professional reports home patient condition has improved and peritonitis episode has been resolved. Healthcare professional does not attribute peritonitis to homechoice cycler, however, healthcare professional does not know what to attribute episode to.